Event description:
Additional information received indicated this product issue is a dup to 2151861. The associated 3500a batch initial report is 2124215-2017-19829. The analysis results of this event will be covered in that report.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the lead had to be explanted after it was attempted to be repositioned. It was not possible to reposition as the helix did not work properly. The lead will be returned. No adverse patient effects were reported.